Event description:
The consumer reported that they had a loss of stimulation. It was reported that they were not feeling stimulation in their left arm since 1 week ago. The left arm was bothering them and their implantable neurostimulator (ins) site was bothering them. No fall or trauma was reported to be related to the issue. There was a report of a sudden change in therapy/symptoms. The patient later reported that they had not felt stimulation in their arm for the past week and was having soreness at the ins site in the past week. It was verified that the ins was charged to 1/2 and the power was on. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.